Event description:
Hospital nurse reported that customer was hospitalized for high blood glucose levels. Troubleshooting was not performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.